Event description:
It was reported that "the applier jaws were found misaligned when it was checked in the central material room". No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn#(B)(4) the sample was returned to the manufacturer (tecomet). The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha,wi facility as part of a 50-pc. Lot in august of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing processes. Evaluation of the returned instrument shows that as received it is missing its luer flush port cap. It was found that the jaws are aligned in the open and closed positions. Functional testing of the instrument as received shows that it is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. We are unable to validate the alleged complaint for the returned instrument. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the applier jaws were found misaligned when it was checked in the central material room". No patient involvement.